Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 4 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure devices, and. Bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2012, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain acute pelvic pain"), rectal haemorrhage ("gastrointestinal or digestive system condition type:rectal bleeding"), genital haemorrhage ("abnormal bleeding (general),") and adnexa uteri cyst ("paratubal cysts") in a 38-year-old female patient who had essure (batch no. 893017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and menorrhagia. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia/havier periods") and dysmenorrhoea ("dysmenorrhea (cramping)/painfulperiods"). On (B)(6) 2015, 3 years 6 months after insertion of essure, the patient experienced bacterial vaginosis ("reproductive system disorder or condition type of disorder or condition: bacterial vaginosis"). On (B)(6) 2016, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and haemorrhoids ("gastrointestinal or digestive system condition type: hemorrhoids"). In 2016, the patient experienced vulvovaginal candidiasis ("candida of vagina following essure removal"). In june 2016, the patient experienced abdominal pain lower ("pain right lower quadrant pain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexa uteri cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst (left side),,"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis,"), uterine leiomyoma ("adenomyosis and small leiomyomas") and adenomyosis ("adenomyosis and small leiomyomas"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, genital haemorrhage, adnexa uteri cyst, abdominal pain, menorrhagia, vaginal haemorrhage, ovarian cyst, bacterial vaginosis, endometriosis, uterine leiomyoma, adenomyosis, vulvovaginal candidiasis, dysmenorrhoea, haemorrhoids and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, bacterial vaginosis, dysmenorrhoea, endometriosis, genital haemorrhage, haemorrhoids, menorrhagia, ovarian cyst, pelvic pain, rectal haemorrhage, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-jul-2012: successful essure in palceb/l occlusion,iud in on 07-jul-2012, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. 25-oct-2016, surgical pathological report: final diagnosis: 1. Uterus and bilateral fallopian tubes, resection- cervix: no significant abnormality. Endometrium: benign endometrium with features suggestive of late proliferative phase. Myometrium: adenomyosis and small leiomyomas. Serosa: no significant abnormality. Bilateral fallopian tubes: endometriosis, paratubal cysts, and essure coils identified. (Adjacent to the longer segment of the fallopian tube that was received in 2 pieces without obvious fimbria. 81 ide a 10 of the shorter segment shows refractile foreign material occluding the lumen of the fallopian tube in some of the cross-sections. This foreign material presumably represents part of the essure coil which was grossly identified attached to this shorter tubal segment. A separate detached uncoiled length of essure coil was additionally identified) 2. Peritoneum, left pelvic sidewall, biopsy: dense fibrous connective tissue with area of hemosiderin laden macrophages. Gross description: the smaller portion has a fragment of essure coil attached. The larger portion is predominantly disrupted. There is a separate fragment of essure coil identified quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain acute pelvic pain"), rectal haemorrhage ("gastrointestinal or digestive system condition type:rectal bleeding"), genital haemorrhage ("abnormal bleeding (general),") and adnexa uteri cyst ("paratubal cysts") in a 38-year-old female patient who had essure (batch no. 893017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and menorrhagia. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia/havier periods") and dysmenorrhoea ("dysmenorrhea (cramping)/painfulperiods"). On (B)(6) 2015, 3 years 6 months after insertion of essure, the patient experienced bacterial vaginosis ("reproductive system disorder or condition type of disorder or condition: bacterial vaginosis"). On (B)(6) 2016, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and haemorrhoids ("gastrointestinal or digestive system condition type: hemorrhoids"). In 2016, the patient experienced vulvovaginal candidiasis ("candida of vagina following essure removal"). In (B)(6) 2016, the patient experienced abdominal pain lower ("pain right lower quadrant pain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexa uteri cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst (left side),,"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis,"), uterine leiomyoma ("adenomyosis and small leiomyomas") and adenomyosis ("adenomyosis and small leiomyomas"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rectal haemorrhage, genital haemorrhage, adnexa uteri cyst, abdominal pain, menorrhagia, vaginal haemorrhage, ovarian cyst, bacterial vaginosis, endometriosis, uterine leiomyoma, adenomyosis, vulvovaginal candidiasis, dysmenorrhoea, haemorrhoids and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, bacterial vaginosis, dysmenorrhoea, endometriosis, genital haemorrhage, haemorrhoids, menorrhagia, ovarian cyst, pelvic pain, rectal haemorrhage, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful essure in palceb/l occlusion,iud in on (B)(6) 2012, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2016, surgical pathological report: final diagnosis: 1. Uterus and bilateral fallopian tubes, resection- cervix: no significant abnormality. Endometrium: benign endometrium with features suggestive of late proliferative phase. Myometrium: adenomyosis and small leiomyomas. Serosa: no significant abnormality. Bilateral fallopian tubes: endometriosis, paratubal cysts, and essure coils identified. (Adjacent to the longer segment of the fallopian tube that was received in 2 pieces without obvious fimbria. 81 ide a 10 of the shorter segment shows refractile foreign material occluding the lumen of the fallopian tube in some of the cross-sections. This foreign material presumably represents part of the essure coil which was grossly identified attached to this shorter tubal segment. A separate detached uncoiled length of essure coil was additionally identified) 2. Peritoneum, left pelvic sidewall, biopsy: dense fibrous connective tissue with area of hemosiderin laden macrophages. Gross description: the smaller portion has a fragment of essure coil attached. The larger portion is predominantly disrupted. There is a separate fragment of essure coil identified. Most recent follow-up information incorporated above includes: on 15-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: bacterial vaginosis, endometriosis, ovarian cyst (left side), adenomyosis and small leiomyomas, paratubal cysts, candida of vagina following essure removal, dysmenorrhea (cramping), pain, gastrointestinal or digestive system condition type: hemorrhoids, rectal bleeding. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.